Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that our evaluation of the unit confirmed defib fault 72 error message. As a result, the analog board was replaced to remedy the problem. The board was scrapped. The device was recertified and returned to the customer. No emerging trend based on similar reports.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfunction.